Event description:
It was reported that during implant, the guidewire failed to be removed from the left ventricular (lv) lead. The patient's lv lead was unable to be implanted on (B)(6) 2025 and was successfully replaced. The patient was discharged.